Manufacturer narrative:
(B)(4). Batch # = n90141. The analysis results of the pouch device found that it was received fully deployed. The suture and the bag were returned for analysis. Upon visual inspection the bag was received torn at the bottom end (not at the seams). The torn portion was noted stretched, fully deployed and cinched. The suture was noted to be cut. No further functional testing could be performed as the device was fully deployed. A potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device seems to fail when retrieving the specimen. The case was completed using another device of the same product code. There were no patient consequences reported.